Manufacturer narrative:
Device evaluation begun, but not yet completed. Add'l lot# 0653082.

Event description:
It was reported that a technician at a cord blood processing facility observed leakage from the transfer bag of seven devices after centrifugation. The cord blood product involved had not been transplanted to a pt.